Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target lesion was the tortuous, calcified with 80% stenosis obtuse marginal circumflex artery. The lesion was not pre dilated. The physician implanted a taxus express2 2.50 x 8.00 mm drug eluting stent. The physician experienced balloon withdrawal difficulties. He attempted to remove the balloon three times and was successful only after pulling hard on the balloon. The stent was post dilated with a 10 mm balloon. No pt complications were reported.